Event description:
The pt is a 49 yr old white female who was in the hospital approx two months ago with a diverticulitis and a diverticular abscess which was treated with percutaneous drainage and IV antibiotics. She has done well since that time and a cat scan demonstrates complete resolution of her abscess with persistent inflammatory changes. She was thus scheduled for sigmoid resection. The risks and benefits were discussed with the pt and her husband including the possibility of colostomy and they understood and agreed to proceed. Details of procedure: teh pt was taken to the or and placed in the supine position. After successful induction of general endotracheal anesthesia, the pt was placed in allen stirrups and her abdomen prepped and draped in a sterile fashion. A #10 blade used to make a vertical midline incision. Dissection was taken down through the subcutaneous tissue to the levl of the fascia which was divided sharply in the midline and the peritoneum cautiously entered. A buchwalter retractor was placed for exposure. The sigmoid colon was found to be adherent to the pelvic side wall secondary to adhesions and these were taken down with the electrocautery until the sigmoid colon could be sufficiently immobilized. A place in the mid-descending colon was chosen as the proximal point of resection and this was cleaned off circumferentially and divided with the gia stapler. The mesentery was then taken down between clamps, staying close to the colon to avoid injury to the ureter. This was continued down to below the level of disease to the level of the peritoneal reflection. The colon was then stapled across at this level with a ta stapler and then sharply divided with a #10 blade. The rectosigmoid was passed off as the first portion of the pathology specimen. The proximal colon was then mobilized further and was found to reach down to the rectal stump without difficulty. The gia suture line was removed with the electrocautery and then a 3-0 prolene purse-string suture placed around the colon proximally. The colon was found to be of small diameter, accommodating a 25 dilator only. A 25 eea was then chosen for the anastomosis. The distal poriton of the eea was removed and placed into the colon proximally. The colon was found to be of small diameter, accommodating a 25 dilator only. A 25 eea was then chosen for the anastomosis. The distal portion of the eea was removed and placed into the proximal colon and the purse-string suture secured. The eea was then passed up through the rectum into the rectal stump and then the trocar extended out into the rectum and attached to the eea stapler. The stapler was then fired. Tin removing the stapler according to the MFR's instructions, however, the distal portion detached and the anastomosis was found to be disrupted. The anastomosis was then taken down with scissors and the descending colon cleaned off a little bit more proximally and divided with the gia stapler. The rectal stump was then dissected out further by continuing the dissection in the presacral area and cleaning off the rectum laterally and anteriorly. In the process of dissecting the rectum off of the anterior bladder, a small laceration was inadvertently made in the bladder. Dr of urology was consulted and he repaired this and this will be dictated separately. After successful repair of the bladder laceration, the rectal stump was cleaned off circumferentially and divided more distally using a ta stapler. Another portion of the rectum was passed off and included with the pathology specimen. The proximal colon was then mobilized further by taking down the lateral peritoneal attachments and then taking down the splenic flexure to about the level of the mid transverse colon. By dividing the left colic artery, the stump was found to reach easily down into the pelvis and the distal portion of the left colon appeared viable through collaterals. A stapled eea anastomosis using the 25 eea stapler was again performed. A rigid sigmoidoscopy was then performed to look at the anastomosis since one of the rings was not complete and there was found to be anterior disruption of the anastomosis. This was repaired using interrupted 2-0 sil sutures and follow-up sigmoidoscopy showed an intact anastomosis which was air tight. Because of the difficulty with the anastomosis, the surgeon opted to perform a diverting transverse loop colostomy. An incision was made in the right upper quadrant and dissection taken down through the subcutaneous tissue and the muscle layers until the peritoneum was entered. The proximal transverse colon was then brought up in a loop fashion. A 10 mm flat jackson-pratt drain was then placed into the pelvis and the abdomen copiously irrigated and aspirated until clear. The wound was then closed using a running #2 prolene for the fascia, followed by surgical staples for the skin. The colostomy was then matured using interrupted 3-0 vicryl sutures in a standard brook fashion and then a colostomy appliance applied. The wound was sterilely dressed.